Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. Due the defective pump electronics the pump could not be operated anymore. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported experiencing blood glucose levels higher than expected. No exact blood glucose level was provided. Patient's normal blood glucose level was not provided. Treatment received was not provided. Patient stated the infusion device does not deliver the appropriate amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.